Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the education for a company representative, the basics of programmer application was guided. During the process, ¿get initial¿ was used as a method to restore the original settings and the device mode was switched to single chamber fixed rate, the programmer froze. The screen turned dark after "end session" was executed automatically. The product could be used normally when the power was turned off and on again, but the issue recurred when trying another programmer for the same device. The device was never implanted. There was no patient involvement as the event occurred during training at a non-clinical site.